Manufacturer narrative:
Additional information: b5, d8, g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the sodium chloride (nacl) was pushed into the catheter when checking the permeability of the catheter during irrigation, a pin hole and leak was discovered two times between the connector and the white part of the arterial extension (the part that directly touched the red part of the catheter branch, near the adapter). The catheter was not repaired and proviodine was used as the cleaning agent on the device. Tego was not utilized and there was no luer adapter issue. Baxedin: chlorhexidine 2% plus alcohol 70% was used to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. There was nothing else unusual observed, and there were no other products being utilized with the device. The clamps were moved to a new location periodically and after each treatment. The bleeding was minimal and there was blood loss of less than 1 milliliter (ml). Blood transfusion was not required. Dialysis treatment was still performed using the defective catheter because the leak was minimal and because the patient had a big quantity of liquid to lose. Antibiotics (a dose of ancef IV) was immediately given to the patient for prevention. The patient did not have any declared infection since the day of the event until two days after the event. On the third day (three days after the event), the product was replaced by new catheter (same brand) to resolve the issue and the procedure was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the sodium chloride (nacl) was pushed into the catheter when checking the permeability of the catheter during irrigation, a pin hole and leak was discovered two times between the connector and the white part of the arterial extension (the part that directly touched the red part of the catheter branch, near the adapter). The catheter cannot be used after irrigation. It was the catheter was not repaired and providine was used as the cleaning agent on the device. Tego was not utilized and there was no luer adapter issue. Baxedin: chlorhexidine 2% plus alcohol 70% was used to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. There was nothing else unusual observed there were no other products being utilized with the device. The clamps were moved to a new location periodically and after each treatment. The bleeding was minimal and there was blood loss of less than 1 milliliter (ml). Blood transfusion was not required. Antibiotics were given to the patient. The product was replaced by another catheter to resolve the issue and the procedure was completed. There was no patient injury.